Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of device not passing rate accuracy test was confirmed and replicated during the investigation. In alaris system maintenance (asm) v12.5 a rate accuracy task was performed to replicate the reported issue of failed rate accuracy test, the pump module showed ¿the pump may need to be calibrated¿ message. Based on the test accuracy results, the system displayed a message indicating that the pump needed calibration. A calibration routine was attempted, which failed. The message "the pump must be repaired" was displayed. Subsequently, the pump module bezel assembly was temporarily replaced with a known-good bezel from the dchu laboratory for testing purposes only. After replacing the assembly, calibration was successfully performed, and the rate accuracy task was executed again. This showed an error rate of (B)(4), which confirmed that the original bezel assembly was defective. The date of reported event on (B)(6) 2025, event time was not reported. A log review of the event logs for the pump module sn: (B)(6) showed that the last infusion was recorded on (B)(6) 2025 at 11:36 am rate=62.5 ml/h, volume to be infused (vtbi)= 100 ml. This event is not related to the reported issue. Also, as incidental two (2) errors not reported were noted in error logs review: error code 240.4150.5 (sensor broken high failure, log only severity) on (B)(6) 2025 at 9:04 am. Do not use hard, abrasive or pointed objects to clean any part of the instrument. Do not allow cleaning solutions to collect on the instrument. Residue buildup might cause the moving parts to become sticky and hinder their operation over time. Certain chemicals can damage the surfaces of the instrument. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Bd recommends a soft bristle brush to clean hard to reach areas or to remove crusty residue. The brush should not be used on the membrane or air in line sensor. Also, bd recommends using a soft, lint free cloth dampened with water to remove the cleaner after the required kill time of the cleaner/disinfectant being used. Dry lint free cloth should be used to dry when cleaning is complete. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had device not passing rate accuracy test and when attempting to recalibrate it states it must be sent in for repairs due to the lvp. There was no patient involvement.

Event description:
It was reported that the device had device not passing rate accuracy test and when attempting to recalibrate it states it must be sent in for repairs due to the lvp. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.